Event description:
A freezing container was found ruptured during thawing. The contents of the container, peripheral blood stem cells, were disposed of at the time of the event. The pt(s) were not effected by the events. Sufficient back up cells on hand for transplantation. At the time of this report the container has not been returned for eval. This type of event has been confirmed before from customer sites. The root cause of these sporadic rupture events has not been conclusively determined. In-house testing has however shown that the breakages are most likely due to the ingress of liquid nitrogen into the container during cryopreservation. The containers are extremely fragile when frozen and care must be taken not to mechanically damage the containers which would allow the ingress of liquid nitrogen.